Manufacturer narrative:
According to the instructions for use, the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in patient populations including pending rupture or ruptured aneurysms.

Event description:
On (B)(6) 2020, this patient underwent emergency endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprosthesis. The trunk-ipsilateral leg component was deployed at the location of a non-communicating (thrombosed) aortic dissection. The procedure was completed without any issue. On (B)(6) 2020, it was confirmed that a stent graft induced new entry (sine) had formed near the renal artery, and blood flow from that entry into the false lumen caused abdominal aortic aneurysm re-rupture. The patient also developed a cardiac tamponade due to retrograde type a aortic dissection (rtad) up to the thoracic arch. An emergency re-intervention was performed. Stent grafts were placed at bilateral renal arteries as a chimney, and then two aortic extender components were placed distal to the superior mesenteric artery. The large entry tear was occluded successfully. It was confirmed that there was no blood flow to the abdomen, and that the patient's blood pressure was stable, and the procedure was completed. The patient tolerated the procedure. The physician reported the cause of the event can be attributed to the placement of the trunk-ipsilateral leg component at the location of the dissection. According to the instructions for use, the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in patient populations including pending rupture or ruptured aneurysms.